Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive architect syphilis tp result for one patient sample that tested reactive historically. (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): result: nonreactive historical result = reactive no impact to donor management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Note: the likely cause changed on (B)(6) 2023 from the architect syphilis tp reagent list: 08d06-39, lot: 43641be00 to the architect syphilis tp reagent list: 08d06-77, lot: 43641be01 section d was updated.

Manufacturer narrative:
The complaint investigation for false non-reactive results when using architect syphilis tp reagent, lot number 43641be01, included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue. Device history record review on lot 43641be01 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. Based on the investigation, no systemic issue or deficiency of the architect syphillis tp assay for lot number 43641be01 was identified.